Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by 20 kilogram weight loss. The cause of the peritonitis was reported as abdominal tuberculosis and unhygienic condition; however, it was not reported if the patient had a medical condition of tuberculosis or a breach in aseptic technique, therefore, the cause of the event was assessed as unknown. The following day, the patient was hospitalized for peritonitis. The patient was treated with intraperitoneal amikacin 750 mg once daily (duration not reported) and intraperitoneal vancomycin 1.5g once daily (duration not reported) for peritonitis. Dianeal therapy remained ongoing. The patient's recovery status was not reported. No additional information is available.